Event description:
It has been reported to philips that there was a loss of large screen viewing. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed using steris monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexscreen display was faulty. Fse reseated the hard drive and cables. After reseating the hard drive and cables the system was returned to use in good working order. The codes were updated based on the investigation outcome.